Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The system recirculation time was not known. Fill program alarms were reported. The unit was removed from service, and then the biomedical engineer performed functional testing; the air separator assembly was replaced to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the reported malfunction. Follow-up information was provided by the biomedical engineer who revealed that there were no occlusions to the drain. Additionally, the drain line was reported as being standard length, while the drain height was noted as being (B)(6) feet.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation, which noted constant fill program alarms, revealed that the air separator assembly was replaced to resolve the issue. Following the service activity, the system was restored to full functionality. The unit has been returned to service at the user facility with no recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the reported event. The res replaced the air separator assembly which resolved the issue. Therefore, the complaint event was confirmed.